Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds with farfield oversensing in stored atrial tachy response (atr) episodes which lead to an inappropriate mode switch. Technical services (ts) evaluated the reports and confirmed this, while also noting an increase in the right ventricular threshold since on (B)(6) 2025. (B)(6) recommended consulting cardiology and contacting the local field representative for further review. The patient will also be following up with the clinic. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h11 to add: the lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds with farfield oversensing in stored atrial tachy response (atr) episodes which lead to an inappropriate mode switch. Technical services (ts) evaluated the reports and confirmed this, while also noting an increase in the right ventricular threshold since march 2025. Ts recommended consulting cardiology and contacting the local field representative for further review. The patient will also be following up with the clinic. No adverse patient effects were reported. This rv lead remains in service.